Manufacturer narrative:
The device was received. The preliminary evaluation indicated the hub detached and included. The analysis of this device will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that the hub of a 5f infiniti pigtail catheter fell off during procedure. There was no report of patient injury. Additional information revealed that the hub fell off when the physician went to torque the device. Attempts to gather further information was unsuccessful. One non sterile cath f5 inf pig145 110cm 6sh was received coiled inside a plastic bag. The body was separated at 5cm from the hub. No other anomalies were observed on the received unit. The unit was sent to sem analysis in order to analyze the potential cause of the separation. Sem results show that the body external surface presented evidence of elongation at the surroundings of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. Review of lot 17298081 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event ¿luer hub - separated-during use (cardiovascular)¿ reported by the customer was confirmed due to the condition in which the product was received. The exact cause of the reported condition could not be conclusively determined. However, as per product and sem analysis, procedural factors, such as evidence of elongation conditions that could be related to pulling or stretching, might have contributed to the reported event. Neither the product analysis nor the device history record review suggest that the reported event is manufacturing related. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
Additional information was received that the hub fell off when the physician went to torque it. No additional information is available. The device analysis is still pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the hub fell off a 5f infiniti pigtail catheter during procedure. The device will be returned for analysis.